Event description:
It was reported that intermittent cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) ranged from over 500 to "high"; although specific value was not provided. Elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.